Event description:
It was reported by the customer that a pyxis medbank system keyboard was unresponsive, preventing users from accessing medications. The customer reported that the malfunction occurred when user trying to issue the medication to patient and there was no harm or delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the device's keyboard failure. A technical support specialist successfully issued the medication and coordinated with the maintenance team at the facility to replace the keyboard battery. The system functioned as intended after the technical support specialist troubleshooted the device.